Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction issue was verified; however, the alleged touchscreen issue could not be verified.

Event description:
It was reported that the pump touchscreen was unresponsive and began to alarm. Customer reset pump and observed a malfunction alarm (alarm 6) had occurred. Customer's blood glucose was 110 mg/dl. Upon follow up, customer reported to have resumed pump therapy.